Manufacturer narrative:
(B)(4). Concomitant device: item number: 00-1050-4206, 4.5 mm contour locking compression femur 6 hole plate right, lot number: 18218-o, item number: 00-1050-4665, 4.5mm locking cortical screw size 65mm, lot number: 88732, item number: 00-1050-4665, 4.5mm locking cortical screw size 65mm, lot number: i01rp, item number: 00-1050-4648, 4.5mm locking cortical screw size 48mm, lot number: 77993-e, item number: 00-1050-4640, 4.5mm locking cortical screw size 40mm, lot number: i01rc, item number: 00-1050-4638, 4.5mm locking cortical screw size 38mm, lot number: 79229-e. X-rays were provided and confirmed the reported malfunction. A visual analysis of the returned device found damaged threads on the shaft body of the screws and plate. This finding does not contribute to the cause of the event as it likely occurred post screw back out. A review of the dhrs were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2020-00008, 3006460162-2020- 000009, 3006460162-2020-000010, 3006460162-2020-000011 and 3006460162-2020-000013.

Event description:
It has been reported that following the implantation of a distal femoral osteotomy system, the screws were found to be dissociated.